Manufacturer narrative:
Investigation completed on (B)(6) 2018. The complaint device was not returned for evaluation. All applicable manufacturing equipment underwent sterilization at the required temperature and time conditions. All appropriate work orders were generated and completed per the requirements. Based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed the procedural specifications, and there were no defects observed related to error in expiry or releasing/distributing expired material. The device was not returned to the manufacturer failure analysis. The failure is unconfirmed. The expiration date for integra wound matrix thin (B)(4) product is calculated as 24 months from the start of manufacturing. The lot number and expiration date of each (B)(4) product are labeled on the outer box as well as on a patient sticker label, which is placed on the inner tyvek pouch. The expiration date of the piece of product used was (B)(6) 2017. The most probable cause of this complaint is the customer¿s inventory management system. The expiration date of the (B)(4) product used in surgery was likely not checked prior to surgery and use.

Event description:
It was reported that on (B)(6) 2018, a 54051t integra wound matrix (thin) was implanted. However, the product was expired with an expiry date of (B)(6) 2018. The following day, the patient was taken back to the operating room (or) to have the expired product removed from the patient's body and replaced with a new piece. No patient injury were reported. Additional information has been requested.